Event description:
It was reported that foreign matter was found on the bd microlance¿ 3 non-sterile bulk needle before use. The following information was provided by the initial reporter: "foreign matter".

Manufacturer narrative:
Investigation summary: bd has been provided with photos for catalog 300932 lot 7307659 to investigate for this record. Visual examination of the photos clearly shows plastic fibers that were attached to the syringe. As a result, bd was able to verify the reported issue. Bd believes these plastic fibers came from the air conveyor system, transfer and hoppers and the plastic pieces/parts of the actual needle being manufactured. Review of the product history shows no indication of the alleged defect and because the actual sample was not available, a definite root cause is unable to be determined at this time. If the sample becomes available in the future the record will be re-opened and re-investigated. Considering our in-process inspection efforts and because this record is the first time this lot has been reported, no corrective action is required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. On the other hand, based on the preventive measures and our stringent sampling inspection, bd is confident that this has been an isolated case and any probability of occurrence should be exceptional. Moreover, bd has to consider that any high volume manufacturing process may generate some particulate matter and taking into account that in bd fraga, the whole process to assembly and package the product takes place in an environmental controlled room where there are several strict preventive measures and good manufacturing practices are strictly followed, bd is confident that the highly capable process employed by bd to produce microlance needles keeps foreign matter to low levels through stringent manufacturing processes and environmental controls.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd microlance¿ 3 non-sterile bulk needle before use. The following information was provided by the initial reporter: "foreign matter."